Event description:
Mother called to report son was at the emergency room due to high blood glucoses diabetic ketoacidosis. Was still experiencing high blood glucoses at home after release. Mother contacted dr. Son was feeling better, so she called in for troubleshoot of device. Cannula was not bent or crimped, no air bubbles or leaks noticed and no alarms reported. Had customer disconnect from the device for further troubleshooting. Syringe test passed with no alarms and insulin did exit. High pressure test passed.